Event description:
Fractured (rv) sprint fidelis lead was abandoned and a new lead was successfully implanted. The device (generator) has reached elective replacement indictor (eri) status. It was removed and replaced without incident.